Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented in the clinic for regular follow up, high capture threshold was observed on the right ventricular lead. The sensing and the impedance measurements were not good. The right ventricular dislodgement was confirmed by x -ray. The physician explanted and replaced the lead. The patient was stable post procedure.